Event description:
Notch impactor broke.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown notch impactor. An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.